Event description:
It was reported that balloon rupture occured. The target lesion was located in the vein graft anastamosis. A 7.0 x60, 75cm balloon catheter ws advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.